Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 of the reported events, the diaphragm was replaced to resolve the reported issue, and for 1 event, the o2 sensor was securely installed to resolve the reported issue.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced gas leaks. 1 event was reported for a leak greater than 4.5l per minute, and 1 event was reported for a leak preventing synchronized intermittent mandatory ventilation pressure control mode. These reports were received from various sources. Of the 2 events, 2 did involve patients. There was no patient information available.